Manufacturer narrative:
Concomitant product: addrl1 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead had low impedances. It was noted that the impedance has been chronically low but stable. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.